Manufacturer narrative:
The investigation did not identify a general instrument or reagent product problem. The cause of the event could not be determined.

Manufacturer narrative:
(B)(6).

Event description:
The customer received a questionable high elecsys troponin t hs result for one patient sample from the cobas e 801 module. The initial result was 0.568 g/l and was reported outside of the laboratory. The patient went to a clinic and the clinical picture was inconspicuous. On (B)(6) 2018, the patient was retested and the troponin t result was "unobtrusive". No specific data was provided. The sample from (B)(6) 2018 was then repeated and the result was 0.00617 g/l. There was no allegation of an adverse event. The reagent lot number and expiration date were requested but were not provided. The qc recovery was within the acceptable range on the day of the event.